Event description:
The facility's biomed technician reported an infusion pump with failure code 814:04 during pt use. There was no pt injury or medical intervention necessary. Info was requested by baxter regarding specific pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. The hospital rep stated that there have been reports of any pt incident involving this pump since the last baxter service event.